Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that the battery cover on a martel printer melted because the battery got hot. The customer states the printer was sitting on a shelf when it was discovered that the battery cover was warped and was not next to an external heat source. The customer suspects that the battery shorted out and generated heat which in turned warped the battery cover. Regulatory affairs has reviewed the status of (B)(4) with regard to our prior martel printer product action ((B)(4)). Product action (B)(4) notified customers that rechargeable battery packs do not contain a fuse. If a battery pack without a fuse is not connected properly it can result in damage. (B)(4) was sent a customer letter on (B)(6) 2009. The business reply card (brc) was received indicating that they needed one replacement battery. Replacement battery was shipped on (B)(6) 2009. Two other shipments were sent to (B)(4) after the product action. Six were shipped on (B)(4) 2010 and 2 were shipped on (B)(4) 2010. At this time it is unknown which battery is being used in the martel printer in question. The product has been replaced and requested for investigation. Based on the information available at the time, there were no injuries associated with this event.

Event description:
Na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The martel printer battery was found to have overheated, causing the surrounding plastic to melt. The probable cause was determined to be an electronic failure on the main circuit board of the printer, resulting in excessive current flow through the battery. Examination of the battery revealed that it was not the fused battery recommended by abbott point of care. Product action (B)(4) detailed the specific fused batteries to be used in the martel printer. This customer was notified and responded through the product action process.